Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Doctor stated that the patient had progressed and was confident in their recovery.

Event description:
Iop of 3-4 with choroidal at 4 weeks in her better eye. She had absolutely no problem 5-6 months ago when operated on her other eye.